Manufacturer narrative:
A correlation between the device and the reported gi bleed could not be determined. The patient remained ongoing on (B)(4) until expiring on (B)(6) 2015 (reference MFR # 2916596-2015-00634), and the pump was not explanted.

Manufacturer narrative:
Approximate age of device: 40 days.no further information is available. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a gi bleed. The patient had been discharged to a rehabilitation hospital, where staff reportedly witnessed black tarry stools on a daily basis for 1 week. The patient was transferred back to the hospital for a blood transfusion and further workup. The patient was hospitalized and received blood transfusions. No additional information was received.